Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a steady tone from the device. The patient indicated having a credit card in the pocket over the implant at the time this occurred. It was suspected that the alert was due to the presence of a magnet. Five days later, an alert was triggered due to non-sustained episodes and short v-v intervals. This alert was indicated to be a false positive due to a very fast ventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.